Event description:
The sales representative reported on behalf of the customer that the 60-6085-202a, vcare 200a - large, was being used during a hysterectomy on (B)(6) 2022 when it was reported, ¿handle on v-care came detached.¿ the procedure was completed using a ¿different vcare¿ device with report of 2 minute delay to the surgery. Further assessment questioning found that the handle broke off the device completely,the product broke in the sterile field, it was removed from sterile field and the component that broke off was removed. No report of fragmentation. No report of injury, medical/surgical intervention, or hospitalization for the patient. ¿status of the patient is clear¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Reported event of the handle breaking is confirmed. Received one 60-6085-202a in original package. Lot number was verified. Performed a visual inspection, no abnormalities or defect confirmed. Performed a function test by dissembling the device, the device was broken within the handle which caused the spinning during manipulation. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found no similar events for this lot number. A two-year review of complaint history revealed there has been a total of 68 complaints, regarding 91 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-202a, vcare 200a - large, was being used during a hysterectomy on (B)(6) 2022 when it was reported, ¿handle on v-care came detached.¿ the procedure was completed using a ¿different vcare¿ device with report of 2 minute delay to the surgery. Further assessment questioning found that the handle broke off the device completely,the product broke in the sterile field, it was removed from sterile field and the component that broke off was removed. No report of fragmentation. No report of injury, medical/surgical intervention, or hospitalization for the patient. ¿status of the patient is clear¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.